Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when inserting the PICC, a hole was confirmed at the 50cm mark. The length was adjusted so there was no effect on the patient. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole on the catheter was confirmed. The product returned for evaluation was a segment of catheter tubing belonging to 4fr sl groshong catheter. The unit was functionally tested by flushing the catheter with water using a 12ml luer lock syringe. A leak was observed between the 50cm and 51cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present. The catheter was bisected and the inner catheter wall inspected. Further impressions were found on the inner wall. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when inserting the PICC, a hole was confirmed at the 50cm mark. The length was adjusted so there was no effect on the patient. There was no reported patient injury.